Manufacturer narrative:
(B)(4). Date sent: 5/2/2024. D4: batch # 443c86. Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45t reload was returned unfired with the one-piece sled missing with the reload pan partially dislodged from the left side. In addition, 3 double driver missing, making the reload non-functional. No functional test was performed due the condition of the reload. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number 443c86, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a respiratory surgery, the cartridge could not be fed into the jaws properly, although it was attempted to load into the device many times. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.